Event description:
Initial result for a patient total protein was 3.2. When repeated, the result was 7.8. The incorrect result was not reported. The field service rep found the reagent cassette was underfilled, possibly due to being reused.